Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/25/2017 with the following findings: the pump powered on with functional vibratory features but no audible tones. The pump was opened, revealing that the audio piezo contact arms were uneven. The contact arms were adjusted, and then the audible tones were fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter confirmed that the pump¿s vibratory features were functioning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.